Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned and the serial number provided is not valid. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was conducted for the reported complaint and freestyle libre sensors, no trends were identified that would indicate any product related issues. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported they received a 'lo' (reading less than 40 mg/dl) message on their adc device built-in meter. Customer reported a lower reading obtained on the built-in meter compared to a result obtained on the hcp meter. No symptoms were experienced by the customer; however, a reading of 18.9 mmol/l was obtained on the hcp meter. Customer was hospitalized for a day and was treated with an insulin drip. There was no report of death or permanent impairment associated with this event.